Event description:
Info received indicates the stretcher is drifting down by itself from the high position.

Manufacturer narrative:
The tech replaced the head and foot hydraulic cylinders to repair the bed.